Event description:
Related manufacturer reference numbers: 2017865-2022-38257. It was reported that the patient presented in clinic for left ventricular (lv) lead revision. It was previously noted during in-clinic interrogation that the lv lead had exhibited high capture threshold due to dislodgement. During revision, it was found that the implantable cardioverter defibrillator (ICD) set screw could not be tightened and the septum was stripped. The lv lead and ICD were both explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device above the elective replacement indicator (eri) was returned and analysis. Final analysis the left ventricular set screw cavity contain septum material, which prevented full insertion and was the cause of the reported event. No anomalies were found.